Manufacturer narrative:
Product evaluation: the cartridge was returned. A small amount of viscoelastic is dried in the cartridge. The cartridge tip has heavy stress. The tip is not cracked or split. The heavy stress may have been interpreted as the reported complaint. The cartridge shows evidence of being placed into a handpiece. The product history records were reviewed documentation indicated the product met release criteria. The lens model, handpiece, and the viscoelastic used were not provided. It is unknown if qualified associated products were used. The reported damage was not observed. The stress lines may have been interpreted as the reported complaint. The stress lines observed are an expected occurrence with a lens delivery and do not denote a product malfunction. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. This product malfunction was originally reported under an alternative summary report (e2001023). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2001023 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the cartridge broke. Additional information was requested.